Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. A review of the ventilator logs could not confirm or refute the breath delivery (bd) status during the time of the event. Conservatively reporting as loss of ventilation (lov). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator sounded a constant alarm and the status display generated a power on self test diagnostic code indicating 3 unexpected boot loader resets. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section b5 updated section d4 unique identifier (UDI) # updated section d9 was updated due to device evaluation and part return section h6 evaluation codes were updated due to device evaluation and analysis of part return method code (annex b) add additional code result code (annex c) remove c20 and add c13 component code (annex g) remove g07003 and add g07001 h3 device evaluation summary: h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator sounded a constant alarm and the status display generated a power on self test diagnostic code. The device was available for evaluation. A review of the ventilator logs could not confirm or refute the breath delivery (bd) status during the time of the event. Conservatively reporting as loss of ventilation (lov). The service personnel (sp) inspected the ventilator, and found the unit failed power on self test (post) a reported and found loss of bd communications code in logs. Based on the codes logged, sp replaced the bd central processing unit (cpu) printed circuit board assembly (pcba). The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. One bd cpu pcba was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. Although the bd cpu pcba was replaced, the service manual does not indicate to do so for either reported code. With the info available, the cause could not be established, however, a likely contributing factor is a transient power issue to the bd cpu impacting the ethernet communications and/or the bd software's ability to communicate and/or the functionality of post. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated: it was reported that, while in use on a patient, this 980 ventilator sounded a constant alarm and the status display generated a power on self test diagnostic code. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.